Event description:
Boston scientific received info that this right atrial (ra) lead was fractured as a result of a subclavian crush. The pt implanted with this lead wore a holter monitor, which noted an absence of pacing. An invasive revision procedure was performed and the lead was surgically abandoned. No adverse pt effects were reported as a result of the procedure. All available info indicates that the lead remains inactively implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.